Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump was not working as expected. When the pump was squeezed the cylinders were not inflating. The pump and cylinders were removed and replaced during the procedure and no patient complications were reported.